Manufacturer narrative:
Investigation: the complaint was investigated for tee z6m doppler having an artifact during scan. The transducer has not returned from the field. However, engineering provided probable root cause based on trends, which is manufacturing issue with the coaxial cables. The cable assembly manufacturer had changed the a process through a CAPA. This transducer was manufactured prior to the CAPA. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under anesthesia was undergoing a transesophageal echocardiography (tee) procedure when it was noted that the transducer doppler showed an artifact and the color failed to work. The user removed the transducer and reinserted a new transducer to continue and complete the tee. There was no need to reboot the ultrasound system. There was a short delay while the replacement transducer was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.